Event description:
Scd's applied to patient prior to prone positioning for lumbar surgery. Once positioned, the scd machine was attached and turned on. After draping patient the right leg side began to alarm, tubing was switched to another scd machine and the right leg continued to malfunction. Unable to use scd's during surgery. Scd's were then applied in pacu, causing delay in prophylactic treatment for dvt. This was a patient with a history of pulmonary embolism, which prompted staff to report. Staff reports that they have had issues with this product a number of times before, but did not report; they have just thrown away the defective sleeve and taken a new one. This particular incident caught the attention of staff due to the patient's history.